Event description:
This ra lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2012 due to patient had a pocket infection. The physician was dr.(B)(6) at (B)(6) hospital center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).